Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. Prior to death, the patient was hospitalized on an unreported date for an unreported indication. During the hospitalization period, the patient received both pd and hemodialysis therapies, but it was not reported if pd therapy was being performed with a baxter device and/or baxter pd solutions were being used during the hospitalization. One week after being hospitalized, the patient was discharged to home where the patient passed away. It was not reported if pd therapy was being performed after hospitalization ended or at the time of death. It was not reported if pd therapy was being performed with a baxter device and/or baxter pd solution(s) after hospitalization ended and/or at the time of death. It was not reported if the patient had peritonitis prior to passing away. The cause of death was unknown and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date during the night between (B)(6) 2014. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.